Event description:
It was reported that the camera head had a connection error. When plugging the camera in, error 224 was presented. The issue was found during an emergency laparoscopy procedure that was completed using the same set of equipment with no surgical delay. No other devices were connected to the subject device when the failure occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by a failed component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a connection error. When plugging the camera in, error 224 was presented. The issue was found during an emergency laparoscopy procedure that was completed using the same set of equipment with no surgical delay. No other devices were connected to the subject device when the failure occurred. There were no reports of patient harm.